Event description:
This is a solicited report by a nurse from (B)(6) of constipation, diarrhea and peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag therapy (10l, frequency, and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, the patient experienced constipation. The nurse reported that on an unknown date, the patient experienced a "2 day history of abdominal pain and diarrhea". On (B)(6) 2011, the patient began remedial therapy with vancomycin (2g, "stat" dose, ip) and ciprofloxacin (1g, "stat" dose, orally). On (B)(6) 2011, the patient was hospitalized, and received remedial therapy with ciprofloxacin (500mg, twice daily, route not reported). On (B)(6) 2011, it was determined that the bacterium was resistant to ciprofloxacin and was discontinued. On the same day, the patient began remedial therapy with gentamicin (0.6 mg/kg, frequency and route not reported). On an unreported date, the patient was switched from apd to continuous ambulatory peritoneal dialysis (capd). At the time of this report, the patient remained hospitalized. Outcome for the events of constipation, diarrhea and peritonitis with (B)(6) were not reported. Dianeal pd4 unknown bag therapy was reported as ongoing. The nurse reported the event of peritonitis with (B)(6) was not related to dianeal pd4 unknown bag therapy, and did not provide a statement of causality for the events of constipation and diarrhea. The nurse reported the root cause of the peritonitis was due to constipation, and the concomitant medication kiovig intravenous immunoglobulin was not related to the aforementioned events.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.